Manufacturer narrative:
(B) (4). The access port connector associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Analysis noted an uneven shell build after filling the band fluid. The end plug and band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) were broken with striations consistent with surgical removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks prior to product placement." A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.

Event description:
Healthcare professional reported that the device was explanted due to an aneurysm with leakage in the shell.